Event description:
It was reported that, "packaging malfunction. Screw cut through sealed packaging making screw unsterile. Promptly took out of circulation."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.